Manufacturer narrative:
This report is submitted on september 15, 2021.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for swelling and pain at the implant site. The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.